Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl at the time of incident. The insulin pump had smelled insulin on all the compartment of the reservoir. Customer has been experiencing low blood glucose for 2 weeks. The customer provide symptoms for low blood glucose, sweating, weakness, fatigue. Customer does not use auto mode at the time of low blood glucose event. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer report did not allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated insulin not dripping or squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.